Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer's blood glucose level. Support provided information on resetting the pump, assisted with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arose.